Event description:
The customer reported a blank display, cracks on the case and moisture inside the case. Troubleshooting was performed, but the display remained blank. Advised that the insulin pump would be reported. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a cracked case at the display window.